Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument fractured during a procedure. The fractured piece of instrument was removed from the patient's mouth by suction. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The modified beck elevator (p/n: sp-2359, lot# 021020b20, qty 1) was returned for investigation. Upon review of the elevator, it was noted that it had a fractured tip. The DHR was reviewed and there were no non-conformance's found. There are no indications of manufacturing defects. A complaint review was performed for this part and lot number combination and this was the only complaint for this part/lot combination. The most likely underlying cause of the complaint is that the elevator tip experienced force in excess of what they were designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.